Event description:
Caller reported that the pump¿s quick bolus/wake button was difficult to press, requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. The caller attempted to resolve the issue by following instructions to firmly press the center of the button; however, the difficulty persisted, leading to cts deciding to replace the pump. The customer reverted to an alternate method of insulin therapy.